Event description:
Potential incident - per the ahus sales ae: "bariatric pt developed a pe post op. The pt was too large for the dvt/60 sleeve and had to use the fg200 foot garment.

Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by arjohuntleigh, inc. ((B)(4)) on behalf of the manufacturer (arjohuntleigh polska sp. Zo.o) (3007420694). Manufacturer's complaint number ref: (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.